Event description:
On 9/9/2025, a sales representative reported via email that the tip of an ar-8973r-30-180 fibulock nail had broken during insertion. This issue was discovered during a procedure performed on (B)(6) 2025. The case was completed using a new fibulock nail. Additional information was received on 9/15/2025: this was discovered during an ankle and fibula fracture procedure. All the broken fragments were removed from the patient. The procedure was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces. Per dfu-0271-eo revision 1: 4. Implants should not be forced, twisted, bent, or pried during insertion as this may damage, break, or bend the implant and render it unusable.